Event description:
Kathleen bove -director or surgical services stated o.r. Personnel noticed a strange odor in the o.r. And thought it was to do with something in the facility. The generator alarmed, the procedure was stopped, grounding pad was unplugged (not removed from the patient's buttocks) and a new grounding pad was attached to the patient's thigh. O.r. Staff proceeded with the procedure. After the procedure, o.r. Staff was unplugging the grounding pad/removing the pad from the patient, at that time the o.r. Staff noticed a full depth burn on the patients buttocks where the first grounding pad had been attached. Patient status info was not provided.

Manufacturer narrative:
The above mentioned generator was returned to conmed for evaluation. However, the user facility requested conmed not to touch the device; not to open the packaging in which the device was shipped in. The user facility requested the device to be returned once it was received at the conmed facility. Therefore, an evaluation on the device was not conducted. The user facility had discarded the grounding pads involved with this incident. The user facility stated they would sent a new pad to conmed along with the generator for evaluation. As stated above, the user facility would not allow conmed to conduct an evaluation of the returned equipment.